Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when installing the laser probe on the laser, the single-use fiber exhibited a green laser defect visible after approximately 30cm, and when plugging the laser probe into the laser, a green shimmer was visible approximately 20cm after connection. This occurred during a therapeutic stone treatment procedure. The procedure was completed with a back-up device. There were no reports of patient harm.